Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2026-04759, is a duplicate of mrn 9617229-2026-04548. Please see mrn 9617229-2026-04548 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2026-04759, is a duplicate of mrn 9617229-2026-04548. Please see mrn 9617229-2026-04548 for reportable events.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.